Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that a transmitter failed error occurred. The patient stated the transmitter failed after approximately 6 weeks of use. She stated that as a result she went into diabetic ketoacidosis (dka), was found unconscious with no injuries, and was hospitalized. She was treated with insulin. At the time of the report she was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.